Manufacturer narrative:
A sample without the original package or lot number was received for evaluation. After performing a functional inspection, the condition reported was confirmed was observed; leaking was observed into the extension set. A review of the device history record (DHR) could not be conducted because a lot number was not provided. The most likely root cause for the leakage could be attributed to a workmanship issue. The manufacturing process was reviewed and during the assembly process it could have lacked solvent during the bonding process generated by dispenser when the application is performed without the guide pin. During the manufacturing process a 100% leakage test is performed on cap and step connector and dust cover assembly, at present the quality inspection in the occlusion and leakage tests is sampled at a reduced level, a sampling plan change is made at a more rigorous level to contain possible leaks and occlusion in the extension kits.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported after priming, the feeding tube was leaking between the tubing and the connector. There was no harm to the patient.